Event description:
It was reported that a (B)(6) pump alarmed system error 345 (thermistor disparity) upon power up at the intensive care unit (ICU). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a system error (B)(4) alarm did not occur. The reported problem 'system error (B)(4) (thermistor disparity)' was confirmed during the event history log (ehl). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration upstream thermistor. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.